Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The provided image was reviewed and revealed that a deep wound with maceration and dripping pus is observed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review and prior actions review could not be performed. A review of instructions for use for renasys touch revealed that the dressing seal may be lost without an alarm activation when an occlusion forms on the wound side of the dressing. Viscous, purulent or serosanguineous drainage may contribute to occlusion of the dressing. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. With the results of this investigation the root cause of this event could not be determined. A factor that could contribute to the leak and suction problem include a blockage present within system that may prohibit the correct functionality of the device or the nature of the exudate. Also it is recommended the therapy setting to be established according to the particular wound. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a npwt using a renasys touch device, the soft port was unable to pull pus or very viscous material from the wound. This resulted in backflow, causing maceration and leaking. Despite this, the device did not alarm the leak. The customer stated there is a need for a hard port instead. Also, there were difficulties in adhering the renasys hard/soft port to the skin. The patient went to the or where an I&d was performed. The npwt was continued with a competitors device.